Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple cubies had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubies failure. The field service engineer removed all cubies, trays and vacuumed underneath, swapped the tray in row. After cleaning all connectors with a wire brush, put all cubies back in place. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.